Event description:
Vessel occlusion: as the diameter of the right eia was 9mm range and the left eia was 7mm range, the right eia approach was chosen for smooth delivery of the relay plus device. The device was attempted to be advanced from the right eia using a lunderquist guidewire (cook medical), but the device was caught in the abdominal aortic aneurysm and was difficult to advance to the descending aorta due to tight curvature of the abdominal aorta and descending aorta. Another landerquist guidewire was inserted in the left eia to straighten the abdominal aorta, but the device was still unable to be advanced to the descending aorta. Initially, a pull-through technique was not planned to be performed, but at this point, the physician determined to perform the pull-through technique from the right brachial artery. The device had been advanced in the abdominal aorta, but withdrawn and removed from the patient. When the device was observed out of the surgical field, multiple kinks were confirmed in the outer sheath. After the pull-through technique from the right brachial artery to the right femoral artery was performed, the device was attempted to be used again and the outer sheath was advanced along with the guidewire and successfully reached the desired position. After the shipping retainer was removed and the inner sheath was attempted to be deployed while the controller was in position 1, but the inner sheath did not come out. Another physician attempted to deploy the inner sheath, but could not be deployed as well. As the kinks in the outer sheath was suspected to prevent the deployment of the inner sheath, the device was withdrawn and removed from the patient. The device was not used and another device (28m340250362590u, 2011250105) was used to continue the procedure. After the same process including the pull-through technique of the first device was performed with the second device, the inner sheath could be deployed and the device was successfully implanted. Then another device (28m342250382590u, 2001090194) was overlapped and implanted just above the celiac artery. No adjustment of the device with balloon was performed and no leak was confirmed. Angiography performed to confirm blood flow and revealed the contract medium did not flow to the peripheral part of the left femoral artery. Then the thrombus was removed using a fogarty catheter (edwards lifescience). Below is the physician's comments: the inner sheath might have caught in the multiple kinks of the outer sheath and was unable to be deployed. The vessel occlusion in the peripheral part of the left femoral artery was caused by oily plaque presented in the abdominal aorta and descending aorta as the plaque was delivered to the occluded part during the advancement of the device. The plaque was also delivered to the right femoral artery, but it supposed to be very small. The plaque delivered to the left femoral artery was supposed to be large and caused the vessel occlusion. Echography was performed and confirmed the occlusion in the both femoral arteries (/or peripheral part). Operation type: additional tevar after tar and fet (tc# (B)(4)) patient outcome - "unknown".

Event description:
Vessel occlusion:as the diameter of the right eia was 9mm range and the left eia was 7mm range, the right eia approach was chosen for smooth delivery of the relay plus device. The device was attempted to be advanced from the right eia using a lunderquist guidewire (cook medical), but the device was caught in the abdominal aortic aneurysm and was difficult to advance to the descending aorta due to tight curvature of the abdominal aorta and descending aorta. Another landerquist guidewire was inserted in the left eia to straighten the abdominal aorta, but the device was still unable to be advanced to the descending aorta. Initially, a pull-through technique was not planned to be performed, but at this point, the physician determined to perform the pull-through technique from the right brachial artery. The device had been advanced in the abdominal aorta, but withdrawn and removed from the patient. When the device was observed out of the surgical field, multiple kinks were confirmed in the outer sheath. After the pull-through technique from the right brachial artery to the right femoral artery was performed, the device was attempted to be used again and the outer sheath was advanced along with the guidewire and successfully reached the desired position. After the shipping retainer was removed and the inner sheath was attempted to be deployed while the controller was in position 1, but the inner sheath did not come out. Another physician attempted to deploy the inner sheath, but could not be deployed as well. As the kinks in the outer sheath was suspected to prevent the deployment of the inner sheath, the device was withdrawn and removed from the patient. The device was not used and another device (28m340250362590u, 2011250105) was used to continue the procedure. After the same process including the pull-through technique of the first device was performed with the second device, the inner sheath could be deployed and the device was successfully implanted. Then another device (28m342250382590u, 2001090194) was overlapped and implanted just above the celiac artery. No adjustment of the device with balloon was performed and no leak was confirmed. Angiography performed to confirm blood flow and revealed the contract medium did not flow to the peripheral part of the left femoral artery. Then the thrombus was removed using a fogarty catheter (edwards lifescience).below is the physician's comments: the inner sheath might have caught in the multiple kinks of the outer sheath and was unable to be deployed. The vessel occlusion in the peripheral part of the left femoral artery was caused by oily plaque presented in the abdominal aorta and descending aorta as the plaque was delivered to the occluded part during the advancement of the device. The plaque was also delivered to the right femoral artery, but it supposed to be very small. The plaque delivered to the left femoral artery was supposed to be large and caused the vessel occlusion. Echography was performed and confirmed the occlusion in the both femoral arteries (/or peripheral part).operation type: additional tevar after tar and fet(tc# (B)(4))patient outcome - "unknown"